Manufacturer narrative:
Info received by e-mail that the pediatric pt was taken to the operating room to have the foley removed when the balloon would not deflate. A cystoscope was performed to aid removal of the balloon by the guide wire. The balloon was successfully removed and after the procedure, the pt transferred to the ICU for observation. The pt was reported to be stable post procedure. The event is deemed to be a serious adverse event due to the medical / surgical intervention to puncture the balloon in order to remove it from the bladder, which if not removed, could have resulted in serious harm. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because other attempts to remove it failed and it would only come out after the procedure. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: "no harm or injury to pt. The non-deflation in use was noted at operating room. The defective sample was not available.